Event description:
On 09/11/2009, patient reported her blood glucose "kept going up" through the evening hours of the event day. She states she delivered correction boluses. Patient reports she woke up in the next day with a blood glucose reading of 503 mg/dl. She states she inserted a new set at a new infusion site. Later in the morning, she states her blood glucose had dropped to 55 mg/dl. Patient reports she blames the low blood glucose on taking too much insulin to correct her high blood glucose. Patient states when she took out the infusion set, she noticed that the infusion site was red and there may have been blood in the infusion needle. She reports no occlusion error displayed on her infusion device during this incident. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Sent patient information on infusion site management; product was replaced and requested return of the suspect product for evaluation.